Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Unable to test the operating currents, low battery alarm, off no power alarm and battery out limit alarm due to no button response. Device had ascratched display window, cracked battery tube threads, cracked beltclip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's daughter reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.